Event description:
It was reported the patient experienced pain, vomiting, and there was blood ¿oozing¿ from the surgical wound site. Blood test results were abnormal. The patient was hospitalized and antibiotic treatment was administered intravenously. The lead remains in use. The patient is a participant in the panorama ii post market clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.